Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Date of insertion ¿ (B)(6) 2026 date of event ¿ 6/8/2026 event description ¿ ¿PICC line snapped just below the disc during patient care. (Nurse assessment)¿ sku# - ¿unknown¿ lot# 11649776 quantity ¿ 1 any patient harm. If so, please provide details ¿ ¿no patient harm, internal catheter was immediately removed.¿ is the product available to be returned to argon quality for investigation ¿ ¿yes, product was given to material manager¿. Was a new piv or PICC inserted to complete prescribed medication ¿ ¿yes, a piv was immediately placed, multiple attempts made to replace PICC.¿